Event description:
The company received a complaint that during a double balloon endoscopy procedure a nurse was sprayed with bioburden as a device was passed through the bioshield biopsy valve, which attaches to the accessory channel of the endoscope. There has been no reported harm to patient or nurse.

Manufacturer narrative:
Based on the information provided, no injury occurred. In addition, the actual device involved was not returned for investigation, and us endoscopy has been unable to perform testing to confirm that a malfunction occurred. Complying with (B)(4) guidelines requires the facility to provide, and wear, appropriate protective equipment would also mitigate any potential for harm. Review of the complaint trending data for the device shows no reports of similar incidents with the same lot number.